Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 97 mg/dl. Customer was receiving frequent motor error alarms. Customer mostly gets the motor errors when delivering a bolus. Customer was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.